Manufacturer narrative:
Concomitant product: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2015, information was received from health care provider via a representative regarding a patient who was receiving an unknown drug via an implantable pump. The pump serial was not known. The concentration, dose, lot number, medical history, and concomitant medications were not provided reported as unknown. On (B)(6) 2015 an error code "08:08:s8:f:-544 (253) occurred. The health care provider confirmed that there was difficulty with telemetry and communicating with the patient's pump. The code had appeared during the update and the infusion mode went to "stopped pump." Troubleshooting included turning the physician programmer off and on and this resolved the issue. The health care provider was able to successfully reprogram and update the pump after starting a new programming session. There were no patient symptoms or therapy issues. The programmer was not being returned. Additional information was requested to verify the patient medication details, indications for use, and specific reason for the incomplete telemetry stopped pump. Should additional information be received a supplemental report will be filed.